Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device, battery, and pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, full functional stress testing, and on/off current testing without duplicating the report. Review of the device history file shows that the device attempted to power on to perform an automatic self test and the attempt timed out and repeated until the battery drained. The main board was replaced as a precaution. The device was recertified and returned to the customer. The returned pads passed all testing. The returned battery was at 0 percent. Analysis of reports of this type has not identified an increase in trend.